Event description:
It was reported that on an unknown date, a patient underwent surgery for the removal of a coda cervical plate due to screw backout. The plate was removed and posterior fusion was performed. The outcome of the patient is unknown.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. A device history record review cannot be completed as a batch number for the device was not provided. Based on the lack of information provided regarding this complaint, a root cause determination cannot be made. Should additional information be provided that aids in the investigation of this complaint, the complaint will be re-opened.